Manufacturer narrative:
Customer did not provide the lot number or part number of the affected device.

Event description:
Information was received regarding a cadd legacy pump. It was reported that the device just stopped working. It happed to be the patient's back up pump, so there was no other pump to use. Patient had to be transferred to the hospital via ambulance from continued infusion. Patient was off veletri for about 30 minutes at the time of the call. Severity of side effects or injury from the malfunction is unknown.

Event description:
Additional information received by smiths medical via email on 30-apr-2021: serial numbers was not provided. No further information available.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No serial numbers provided.

Manufacturer narrative:
B5: additional information received by smiths medical via email on 30-apr-2021: serial numbers was not provided. H6: event problem and evaluation codes: updated after device evaluation. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.